Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results. Results as follows: date: (B)(6) 2013, inratio: 3.0, inratio: 1.3, inratio: 1.2. Time between testing was reported as within minutes of each other. Pt's therapeutic range is 2.0 -3.0.